Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose. No additional information was provided. Customer declined troubleshooting with tandem technical support.